Event description:
The repair kit was used on the patient. The patient noticed no resistance from the device. X-ray and CT scans showed that a part of the device migrated to the left ventricle. The part was retrieved through access (not surgery). It is unclear if the part that migrated was from the device or the repair kit.